Event description:
The hcp/reporter claimed the animas insulin pump did not work anymore. The subject pump was not available to find what the exact issue. There was no reported patient impact associated with this complaint. This complaint is being reported due to an unknown product malfunction issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that there was corrosion found inside the battery compartment and the pump was found not to power on. The pump was opened and no further evidence of moisture damage was found inside.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.